Event description:
It was reported that the 9800 system had a communication error and the workstation would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The system needs the single board computer upgrade kit. The reported issue is currently under investigation. A follow up report will be filed when add'l details become available.